Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer powered up to a system error. It was also noted that the programmer had internal contamination on the electrical circuit boards, power supply and lower case. The programmer was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for servicing. During service, the programmer was noted to have internal contamination. There was no patient involvement.